Event description:
The physician implanted a resolute integrity drug eluting stent; however, the stent could not be visualized by fluoroscopy or ivus post deployment. Following further pre-dilation and the use of a buddy wire another resolute was deployed. Final angiogram showed excellent angiographic outcome. The patient tolerated the procedure well with no complications. Information for the account confirms that it was possible that the stent had become dislodged from the balloon prior to insertion but this has not been confirmed.

Manufacturer narrative:
Evaluation results: no results available since no evaluation performed- device or procedural images not provided for review. Inherent risk of procedure -stent migration. Related to operational context-stent migration is most likely procedural related. Evaluation conclusion: inherent risk of procedure-stent migration. Unable to confirm complaint - device or procedural images not provided for review. Operational context contributed to event-stent migration is most likely procedural related.